Manufacturer narrative:
Investigation summary: received one iag 18ga unit within an open package from lot 9078833. The unit consisted of a partially retracted needle-barrel assembly along with a needle cover. A review of the device history record revealed no irregularities during the manufacture of the reported lot. Visual examination: the needle received partially retracted. Damage was observed on the edge of the grip. This condition prevented the hub from fully retracting, the hub got jammed on the damaged grip. Conclusion(s): manufacturing: the damaged inside the grip inhibited a full retraction of the needle into the barrel upon activation due to misalignment caused by normal wear of the gripper (machine).

Event description:
It was reported that a needle retraction failure occurred during use with a bd insyte¿ autoguard¿ shielded IV catheter. The following information was provided by the initial reporter, "nurse stated she inserted IV and went to retract the needle by pushing the white safety button but it failed to retract. She stated she almost poked herself with it as it made a sound as if it had retracted but upon visual examination it did not retract."

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that a needle retraction failure occurred during use with a bd insyte¿ autoguard¿ shielded IV catheter. The following information was provided by the initial reporter, "nurse stated she inserted IV and went to retract the needle by pushing the white safety button but it failed to retract. She stated she almost poked herself with it as it made a sound as if it had retracted but upon visual examination it did not retract."